Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. A pt graphix guidewire was advanced for treatment. However, during the procedure, it was noted that the guide wire fractured inside an artery. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has the distal end tip damaged , as part of overall visual revision. The device has the distal tip kinked and detached at 180.7 cm from the proximal section (the distal tip was not returned). 1.3 cm of the polymer section was detached exposing the wire. It was inspected according to procedure. The overall length could not be measured due to the device condition. Od of polymer section near to the distal section, middle, and proximal section are within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. A pt graphix guidewire was advanced for treatment. However, during the procedure, it was noted that the guide wire fractured inside an artery. No patient complications were reported.